Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the unit went into over-temp twice. It was set to warm to 38 degrees celsius and went into over-temp. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there was no blood loss or adverse consequences to the pt.

Manufacturer narrative:
This complaint was confirmed. The cause of the complaint was the failure of the +38 degrees celsius/+42 degrees celsius thermostat assembly. The defect was the +38 degrees celsius element did not activate at any temperature. The 38 degrees celsius thermostat was replaced by the field service representative and the unit operated to manufacturer's specifications. No additional action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.